Event description:
I am deeply concerned about the inappropriate use of the irraflow intraventricular irrigation system within the department of (B)(6). The irraflow system is designed to provide dynamic intracranial pressure control via continuous irrigation and drainage of cerebrospinal fluid (csf) for treating conditions such as intraventricular hemorrhage and infection. However, recent evidence suggests its application at (B)(6) has resulted in unnecessary harm to multiple patients due to careless use, inadequate training of medical personnel, and possible design flaws. Please read below. Reports of severe infections, mechanical failures, and improper pressure settings causing intracranial pressure imbalances highlight the urgent need for proper training and guidelines to ensure safe and effective use of this device. Ref report: mw5161125.